Event description:
Patient reported right side rupture. Patient additionally reported capsular contracture baker grade unknown. Healthcare professional later confirmed the only documented event is the rupture diagnosed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reported right side rupture. Patient additionally reported capsular contracture baker grade unknown. Healthcare professional later confirmed the only documented event is the rupture diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b.5., d.6b., d.9., h.2., h.3., h.6.